Manufacturer narrative:
A review of videos, provided by the customer, was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde), and the following additional information was provided: per the cde, there are about 5 total hours of video and the 3 videos appear to show 3 separate surgeries; the 1st video appears to show a right hemicolectomy and the other 2 videos appear to be gastric bypasses. In regards to the 1st video involving a right hemicolectomy; at 49:00 and 58:00, the colon is transected using the sureform 60 stapler instrument with a white sureform 60 reload. Both fires proceed with no obvious issue. The sureform 60 stapler instrument is used again with a white sureform 60 reload at 1:09:00 for the anastomosis, with no pauses or obvious issues; although, it is hard to evaluate the staple line. The ileocolic anastomosis is completed using a barbed suture. From the videos, a root cause cannot be identified for the reported event. In regards to the 2nd video involving a gastric bypass; at 24:00, a sureform 45 stapler instrument with a white sureform 45 reload is fired on the stomach. The staple line is continued at 26:00 with another white sureform 45 reload, with some oozing at the interface of the two staple lines. The line is continued with 2 more white sureform 45 reloads at 27:00 and 28:00. Some bleeding is observed on the right side of the staple line after this 4th fire. The creation of the gastric pouch is completed with 2 more white sureform 45 reloads at 30:00 and 31:00. The bleeding is further examined and appears to be from a portion of un-approximated tissue between staple lines and is resolved with suture and a clip. At 50:00, a sureform 45 stapler instrument with a white sureform 45 reload is used to create the gastrojejunostomy, which is then completed with a barbed suture. The intestinal anastomosis is performed using the sureform 45 stapler instrument with a white sureform 45 reload at 1:07:00. The bowel is transected using the sureform 45 stapler instrument with a white sureform 45 reload at 1:20:00. All fires appear to proceed without obvious issue. In regards to the 3rd video involving a gastric bypass; at 16:00, a sureform 45 stapler instrument with a white sureform 45 reload is fired on the stomach. There is acute bleeding, likely due to the inadvertent inclusion of a vessel along the staple line. The bleeding is controlled using a clip. The staple line is continued in the same fashion with 3 more fires at 18:00, 19:00, and 21:00. There is some bleeding visible along the gastric pouch but it¿s unclear exactly where it is coming from. A sureform 45 stapler instrument with a white sureform reload is used to make the gastrojejunostomy at 35:00. Some bleeding around the enterotomy is observed. The robotic arms are still from 38:00 to 44:00 until the enterotomy is closed with suture. The intestinal anastomosis is performed using the sureform 45 stapler instrument with a white sureform 45 reload at 56:00. The sureform 45 stapler instrument with a white sureform 45 reload is used again for transection at 1:02:00, with some bleeding at the proximal end of the staple line that is addressed with clips. All fires appear to proceed without obvious issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after completion of a da vinci assisted roux-en y gastric bypass procedure, the patient was readmitted to the intensive care unit (ICU) for post-operative bleeding and required emergency surgery. There were no intraoperative complications during the da vinci assisted roux-en y gastric bypass procedure. The surgeon had used a sureform 45 stapler instrument with a white sureform 45 reload accessory for the gastrojejunostomy anastomosis. Post-operatively, the patient experienced bleeding from the intraluminal staple line, and was readmitted to the ICU. The patient was given a blood transfusion, for a total of 11 units and required an emergency laparoscopy procedure on post-operative day #9. The gastrojejunostomy anastomosis was over-sewn to resolve the bleeding. The procedure was completed and the patient was discharged.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the sureform 45 stapler instrument or white sureform 45 reload that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the stapler logs show the sureform 45 stapler instrument (lot number: t11230907-0783) was installed on the system 11 times and fired 9 white reloads. On installs 1-4, 6-8, and 11, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 9 and 10, a white reload was loaded, however no clamping or firing was attempted. After the 9th fire, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs pertaining to this instrument.